Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: hi (greater than 600 mg/dl) and 168 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
An increased intra-peritoneal volume (iipv) situation was identified in the log of a homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 2. The fill volume was 2500ml and the total drain volume was 4205ml which meets iipv criteria. Product surveillance followed-up with the peritoneal dialysis (pd) registered nurse (rn) on (B)(6) 2010. The pd rn was notified of the iipv found. The pd rn stated the patient had been having some discomfort and had an ongoing issue with fibrin. The home patient (hp) was switched to continuous ambulatory peritoneal dialysis (capd) so the nurses could figure out the issue. They found the hp was producing a large amount of fibrin and this was plugging the drain line. The pd rn stated the hp would soon go back on therapy with the machine, only with more heparin.